Event description:
This case was initially received via regulatory authority (B)(6) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ("allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), ear disorder ("ent (ears, nose, and throat) problems"), nasal disorder ("ent (ears, nose, and throat) problems"), pharyngeal disorder ("ent (ears, nose, and throat) problems"), arthropathy ("joint problems"), asthma ("asthma") and general physical health deterioration ("general state alteration since essure insertion"). The patient was treated with surgery (removal of essure was performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, ear disorder, nasal disorder, pharyngeal disorder, arthropathy, asthma and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for arthropathy, asthma, ear disorder, general physical health deterioration, hypersensitivity, nasal disorder and pharyngeal disorder with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred term: hypersensitivity ¿ analysis in the global safety database revealed 47 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.